Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
On 10/15/2021, it was reported by a sales representative via the phone that an ar-3632 fibertak would not seat. This was discovered during use in a shoulder arthroscopy on (B)(6) 2021. The anchor was unable to be secured and was removed. The case was completed by using a different ar-3632.